Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient suffered an ischemic stroke (right middle cerebral artery). The patient¿s anticoagulation was increased to reach an inr goal of 2.0-2.5. The patient was started on persantine and full aspirin (325 mg). On (B)(6) 2014, the patient was readmitted into the hospital, as the stroke was progressing. The patient experienced confusion and left sided weakness. A head CT scan was performed and indicated that the stroke may have progressed. The patient was discharged but continued to be monitored with inr levels and any further issues with stroke like symptoms.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a possible adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 2 months. The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.